Event description:
Boston scientific received information that this right ventricular lead displayed high pace thresholds and loss of capture. It was found to be dislodged as a result of twiddler's syndrome. The lead was explanted and replaced with a longer led because the device was moved to the abdominal region. The patient is going to be given radiation treatment for breast cancer. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.